Event description:
The customer has observed high bias on patient samples for the immulite 2000 prostate specific antigen (psa) when using reagent lot 383. The samples were higher when compared to the results obtained on the patient samples on an alternate platform. It is unknown if the patient results from the immulite 2000 instrument or the alternate platform were reported to the physician(s) there were no known reports of patient intervention or adverse health consequences due to the high bias results for psa when using reagent lot 383 on the immulite 2000 instrument.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - ufsn 4006 immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory. The cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.